Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Customer's blood glucose level was 60-220 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot this issue with tandem technical support, therefore no additional information could be obtained.